Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a chest x-ray confirmed the right ventricular (rv) lead had dislodged from the rv apex. It was noted that the lead had high threshold measurements. During the revision, the physician removed the rv lead and inspected the helix. The helix was found to have tissue lodged inside and it would not ¿retract/extend¿ properly per the physician. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.